Event description:
A customer reported that the solar 8000i did not recognize arrhythmias or alarms for a period of 13 hours on (B)(6) 2009. The unit staff stated that they witness events, including a vt arrhythmia at 11:00, during which the monitor did not alarm. The biomed reviewed the events for (B)(6) 2009 and found a period between approximately 1:00 and 14:00 where no events were listed. There were events listed prior to 1:00 and after 14:00. The hospital engineer tested the system by creating alarms, which were detected as designed, and reset the time from 16:00 back to the correct time of 15:00 (bst). The engineer returned to the site the following morning on (B)(4) 2009 where two "st reference" events were listed. The monitor is not currently in use at the customer site. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.